Manufacturer narrative:
(B)(4). Eval summary - the analysis results confirmed that the driver was returned with the cable causing the driver to lose power. The site replaced the power cable to correct the issue. The driver was tested and found to meet design specs.

Event description:
It was reported that driver was identified with a short in the power cable during a breast biopsy procedure. The case was completed with this driver and there were no pt consequence reported.